Event description:
Reportedly, during an implantation attempt performed on (B)(6) 2025, abnormal electrical values were obtained for of the atrial lead: threshold at 3.5v and a senssed p-wave 0.6mv. The lead was not implanted and a new one was used and good electrical parameters were obtained ( atrial impedance of 503o, a threshold of 0.75v, and a p wave of 2.98mv).

Manufacturer narrative:
Summary of the investiagtion: as received the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism could still not be extended. This behavior may be due to blood clots and tissue residues remaining inside the screw housing, even after deep cleaning, which blocked the screw extension. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues at the implantation attempt (high atrial threshold and poor atrial sensing) may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead into cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attacehd report analysis.

Event description:
Reportedly, during an implantation attempt performed on (B)(6) 2025, abnormal electrical values were obtained for of the atrial lead: threshold at 3.5v and a senssed p-wave 0.6mv. The lead was not implanted and a new one was used and good electrical parameters were obtained (atrial impedance of 503o, a threshold of 0.75v, and a p wave of 2.98mv).